Manufacturer narrative:
Internal investigation was completed on (B)(6) 2015: methods: evaluation of actual device. Device history review. Complaint history review. Results: unit has passed all quality checks. We cannot duplicate a problem with the transitional arm or swivel adaptor becoming loose in the area of the starburst teeth. Device history record reviewed for this product ID serial # (B)(4), work order (B)(4) (qty (B)(4)) manufactured on february 03, 2015 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history on file. A two year lookback in trackwise for this reported failure and or related to "teeth on the swivel adaptor are not lining up properly " for the mayfield2 product line shows that (B)(4) complaints were received including this case. CAPA has been issued to further investigate this reported failure. Conclusion: in summary the end users experience is being further investigated in CAPA .

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The surgeon was using the mayfield and it loosened during surgery. It was believed it became loose from the transitional arm that meets the swivel adapter. The physician was able to tighten it down and continue with the surgery. Additional info was received on (B)(6) 2015 with the following on an unk day in (B)(6) 2015, the pt (age and gender unk) underwent a craniotomy. During mid procedure, the user had put pressure on the device and it gave way. It loosened on the starburst connection, not on the pin. There was no pt injury. Pt outcome was good.